Event description:
Bard max-core disposable core biopsy instruments have been misfiring mid-procedure during prostate biopsies. After taking a few biopsies, when the device is reset for deployment and the trigger is pressed, sometimes the needle or external sheath do not release. When this occurs, the device is discarded and the procedure team completes the remaining biopsies with a new device. It is estimated that this has occurred at our facility ~10-12 times, although the exact number is unknown. The failure to deploy never occurs during the first use of the instrument, but it is unknown if there is a pattern of which attempt # results in a misfire. Pt code: 4580. Device codes: 2532, 3270. Ref report: mw5176542.